Manufacturer narrative:
(B)(4) (foreign contaminant in lens vial): method: lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. When the fluid was poured out of the vial, there were particles in the fluid and on the lens. Lens was not used.